Event description:
The customer reported the system displayed filament regulator and ma sensor errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cable and circuitboard connectors, replaced the high voltage tank and replaced the x-ray tube. System operates as intended.